Event description:
The fse reported that the system intermittently locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the table generator interface board. The system operates as intended.